Event description:
Customer reported that the insulin pump buttons are not working and the display froze. Customer stated that time on the insulin pump was not advancing and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No auto off alarm during testing. The insulin pump received intermittent button response due to corroded keypad traces. No frozen screen noted. The insulin pump received with cracked case display window, cracked battery tube threads, and cracked reservoir tube lip.